Manufacturer narrative:
The device was used in treatment and was returned for investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides information for drill troubleshooting in the "common problems & solutions table" section. We were not able to confirm if there was a relationship established between the reported event and the device. Nothing was identified visually that contributed to the reported problem. Functional evaluation found that the drill functioned as designed with no errors or issues. No problem was found with the drill. No corrective actions or corrections required at this time. An e6 error was reported, which indicates that the drill has overheated. Overheating can be caused by factors such as lack of irrigation or an extended length of use. When the drill overheats, the e6 error shows to indicate this. In these situations, we recommend to stop using the drill for 30 seconds to allow it to cool and then use the drill again once the error is cleared. The medical investigation found that his complaint from the united states reports that at first the anspach drill was not working then the handpiece showed an error 6. A second handpiece was tried, but the same error 6 came up. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no patient injury or impact. The procedure was continued with manual instrumentation, which caused a delay of less than 30 minutes. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.

Event description:
It was reported that during a tka procedure, when the surgeon went to burr for the first time, the anspach drill wasn't working. There was an e6 error on the console. The anspach drill was swapped for its backup (same navio handpiece), but received a handpiece error and could not re-calibrate the handpiece. The handpiece was also swapped for its backup device, but the same error was showing on the screen. The procedure was continued with manual instrumentation and caused a delay of less than 30 minutes. After the case, it was found that the anspach drill appeared to have water. The navio was shut down and re-booted, both handpieces used were tested and passed (they work properly).